Manufacturer narrative:
Updated fields b4 g3 g6 h2 h11. Corrected fields b3 h6 type of investigation component codes e1 event site state. The event date and aware date of this incident are incorrectly submitted in the initial emdr mfg report number 224972320260000166. The correct date of event and aware date are aug 3rd 2023 please correct in your database. Nurse stated that there were issues during the evening shift but the alarm only happened a few times then. Now it is alarming within a few minutes of restarting. There is no blood or visible kinking in the helium tubing. The insertion site is femoral. Esp personal advised her to press the fill key and the pump resumed esp personal discussed several potential reasons for the alarm and further troubleshooting tips esp personal advised a chest film to confirm location and to consider tilting rolling the patient a small amount to attempt to lessen the frequency of the alarm. Esp personal also suggested that a gloved hand could be used to manipulate the sheath hub at the insertion site and that this may help with a possible kinked sheath. Esp personal discussed dropping the augmentation control 1 or 2 bars but advised that this will also decrease the therapy and to consider last depending upon the patients stability.

Event description:
Na.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.